Event description:
It was reported that during a prostatectomy procedure, the active blade was broken. The intervent continued using another device. No patient adverse consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.